Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2020-01230, 1627487-2020-01231. It was reported the patient experienced ineffective therapy. In turn, the patient underwent surgical intervention wherein the scs system was explanted.